Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfrf0001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by customer "we are using 1.5" needles but they are not safe to use on everyone due to risk of dislodgement." Add info received 06/20/2022: powerloc safety 19g with y-site needles, 1.5 in.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded infusion set was inconclusive because the returned sample did not appear to be the originally implicated device. The product returned for evaluation was one 19ga x 0.75¿ powerloc safety infusion set. The sample was received in its original sealed package. The sample was unused and appeared unremarkable. Microscopic inspection of the sample did not reveal any evidence of occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample; however, the sealed state of the packaging indicated that the returned sample was not the device implicated in the event description. Consequently this complaint is inconclusive at this time.

Event description:
It was reported by customer "we are using 1.5" needles but they are not safe to use on everyone due to risk of dislodgement." Add info received 06/20/2022: powerloc safety 19g with y-site needles, 1.5 in